Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead became hooked in the superior vena cava (svc). When it was removed, the distal end was observed to be slightly kinked. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted there is a kink in the proximal and distal conductor at 56.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.